Event description:
Good day! I would like to file a formal complaint about the zimmer persona cemented knee device. I had a bilateral knee replacement in (B)(6) 2014. A year later, I complained to my surgeon that I was still having issues in left knee. He indicated that he didn't see anything loose or out of place on the x-rays. I advised that I would have not kept the appt if I had no problem. He finally changed my medication which didn't help after a month. I then went to my primary doctor at end of (B)(6) and advised of situation. She suggested I go back to physical therapy, which I agreed. After 6 weeks, I was worse and was now unstable and having increased pain. I sought out a new surgeon from a recommendation and saw him (B)(6) 2015. He thought I would get relief from a knee brace for 3 months. After 2 months in (B)(6) 2015, I returned and asked for new x-rays because I was getting worse and could barely walk. At this time, the x-rays revealed the implant was tilted. The surgeon wasn't sure why this happened, but advised a revision was needed. This surgery took place (B)(6) 2016. After surgery, the doctor advised that the device fell apart in his hands once he opened my knee up. Now, as I have been rehabbing, my right knee is breaking down and my current surgeon showed me a hairline gap that should be closed and wasn't sure how long before it gets worse. Well, it's already getting worse as I climb and go down stairs. The right knee implant also moves when I turn in my sleep. Therefore, I will be getting another revision surgery on (B)(6) 2016. Someone needs to look into the zimmer persona cemented version as well. When I originally got both knees done in 2014, I thought that was a wrap. Not so. Let me know if you need any additional info. Thanks for your attention. (B)(6).